Event description:
It was reported that (1) assy dspl bd 8110/8120 module display board will be replaced due to dim segments.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that (1) assy dspl bd 8110/8120 module display board will be replaced due to dim segments

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) assy dspl bd 8110/8120 module display board will be replaced due to dim segments.